Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing, bench testing, and stress testing without duplicating the report. An internal inspection of the device found no discrepancies. The battery socket connectors were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device restarted/rebooted itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.